Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the device was removed due to an infection. No further complications were reported.

Manufacturer narrative:
Continuation of d10: product ID 977a275, lot#/serial# (B)(6), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type lead. Product ID 977a275, lot#/serial# (B)(6), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Patient reported their first one in their neck was done and they had a staph infection and the issue began the second day they had it. Patient noted they took out everything inside of the patient and waited a year to get a new neck stimulator and that their paddles worked so much better. Agent had difficulty hearing patient during the call.

Manufacturer narrative:
Continuation of d10: product ID 977a275 lot# serial# (B)(6) implanted: (B)(6) 2018 explanted: (B)(6) 2019 product type lead product ID 977a275 lot# serial# (B)(6) implanted: (B)(6) 2018 explanted: 2019-07-29 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported the first ins flip over and hcp had to re-pocket / re-implant the ins and in 2018 he had a full staph infection and all the equipment had to stripped out and he had to wait a year to heal and then get the implant for the neck.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient who was implanted with a neurostimulator. It was reported that the health care provider (hcp) performed a pocket revision surgery where the implantable neurostimulator (ins) was moved to a different location for comfort. The patient had complaints of the ins location which was right near the spine. Even after healing, it seemed uncomfortable for the patient. The new location was in the right flank. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient felt extremely sick following the revision. It was reported that the patient was in and out of the ER due to vomiting and dehydration. The patient had a spinal tap surgery. It was reported that there was a fluid pocket around the ins, and the entire system was explanted. No further complications are anticipated.